Event description:
There is no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2013. Force sensor out of calibration.

Manufacturer narrative:
(B)(4). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box and download history revealed no record of loss of prime. On investigation, a rewind, load and prime sequence was successfully performed without loss of prime. The pump was exercised for 24 hours without loss of prime occurring. The force sensor was found to be out of specification. The pump was opened for investigation. There was no evidence of defect, damage or contamination of the pump¿s interior components.